Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The field service representative was cleaning the solenoid valve 21 with a syringe with bleach in it. There was a jam, and he pushed strongly. Because of the pressure, the syringe jumped out and some bleach splashed into his eyes. He stated he was not wearing eye protection, as required by the operator's manual. He washed his eyes with water. The ophthalmologist diagnosed him with corneal irritation in his left eye. The field service representative received the following treatments: euronac collyrium: one drop four times a day in his left eye for one week, vitamin a ointment: two times a day in his left eye for one week, tobrex collyrium: one drop four times a day in his left eye for one week, indocollyre monodose collyrium: one drop four times a day in his left eye for one week, ster-dex ointment: two times a day on his left eyelid gauche for one week. According to the field service representative his eye seemed to be ok. He returned to the ophthalmologist on (B)(6) 2014 who confirmed his eyes were healed. The field service representative stated there was no "sequela".